Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 120mg/dl. Troubleshooting was performed. The caller stated that the drive support cap appears normal. The device was not exposed to a high magnetic field. Assisted the customer to run a displacement test and the test failed. Advised the caller that the insulin pump would be replaced. No further information was provided.